Manufacturer narrative:
Corrected information was received regarding the software in use and additional information was received regarding the surgical procedure performed.

Event description:
It was reported that during a surgical procedure at the user facility, the surgeon felt that after an upgrade from precision knee 4.0 to 5.0, the resultant bone resections were greater than previously. It was reported that the surgeon used thicker poly inserts. It was reported that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Event description:
According to updated information received from the user facility, the reported software upgrade was from asm to express, and the procedure was a stryker triathlon knee implant. It was reported that there was no harm to the patient and that the surgeon was able to make the cuts needed to the femur and the tibia.

Event description:
According to updated information received from the user facility, the reported software upgrade was from asm to express, and the procedure was a stryker triathlon knee implant. It was reported that there was no harm to the patient and that the surgeon was able to make the cuts needed to the femur and the tibia.

Manufacturer narrative:
The reported event that bone resections have been greater after the software upgrade was not duplicated and no product failure was confirmed. During the inspection by the field service technician, there were no observed failures that could lead to the reported event.